Event description:
A port vaxcel pasv was placed for therapeutic purposes in 2003. A week later the port fractured and then migrated to the pt's heart and was later retrieved. The port was explanted 2 months later.